Manufacturer narrative:
(B)(4).the complaint device was manufactured in 1998.the neopuff has been returned to fisher & paykel healthcare's regional office and service center in the (B)(4) for evaluation.we will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint device was manufactured in 1998. The neopuff was returned to fisher & paykel healthcare's regional office and service center in (B)(4) for evaluation. Method: the unit was visually inspected for damage. Results: it was noted that the gas inlet and outlet ports were damaged. The upper and lower end caps were also damaged. The damage to the unit is consistent with impact damage and was likely caused by dropping. Conclusion: the neopuff is a portable, reusable device which can be susceptible to impact damage, for instance when the neopuff is dropped or subjected to a considerable external force. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition to the set-up checks, the neopuff technical manual advises that "the integrity of the system and manometer should be checked prior to first use, annually and after servicing" by qualified personnel or an authorized fisher & paykel healthcare representative using the tests described in the manual.

Event description:
A hospital in england reported that an rd900 neopuff infant resuscitator required repair. Specific product faults or damage that needed amendment were not identified.no patient consequences were reported.

Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator required repair. Specific product faults or damage that needed amendment were not identified. No patient consequences were reported.